Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 693558, lead, implanted: (B)(6) 2010; 419678, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device did not meet longevity expectations; the patient expected the device to last longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.